Event description:
Due to this being a retrospective report and only partial information being available. It can be confirmed the customer reported the bolt broke and the hanger bar on the lift was bent. (B)(4).

Manufacturer narrative:
Investigation of photos sent show broken bolt and bent hanger bar. On one of the hand grips an indentation can be seen, confirming that the lifting arm had become stuck under something. Based on the photos the manufacturer's product knowledge, the conclusion is that the lifting arm became stuck under an obstruction while raising it (nb: the control buttons for raising the arm are of the "hold to run" type), leading to excessive force being exercised on the lifting arm. This in turn has led to the hanger bar bending and in the end, the bolt breaking. The manufacturer recommends: investigate together with the customer in what conditions the lifting arm was being used when the obstruction occurred. Point out to the customer how to correctly use the hoist, making sure that the lifting arm can move freely up and down when lifting a resident. This described in the operating instructions of the sara3000 on page 9.